Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received .

Event description:
The lead was explanted due to an exit block. Patient's condition after event is unknown.